Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported superficial infection. Therefore, the event is now considered a not reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps), catalog #: 42500607002, lot #: 64558682. Articular surface use with lps/lps-flex 51 or 52 suffix femorals size gh 10 mm height, catalog #: 00596204210, lot #: 64808785. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2021-00029.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experienced redness and warmth along the right knee incision to above the ankle and was diagnosed with superficial infection. The patient was prescribed antibiotics. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.